Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that device power suddenly turned off. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective processor pca. The defective processor pca was replaced with a new one restoring full functionality. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the power suddenly turned off. There was no reported patient involvement.